Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported no hearing with the device since 13 days. No trauma was reported. Reimplantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available yet.

Event description:
The patient reported no hearing with the device since 13 days. No trauma was mentioned however the patient is reportedly active. Re-implantation is considered for a later point in time.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. A possible trauma to the patients head might have weakened the fixation of the electrode which led to electrode mobility, which resulted in further electrode damages. Furthermore, it is reported that the active electrode was exposed superficially on the skull due to bone growth, which might have contributed to the observed damages. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient reported no hearing with the device since 13 days. No specific trauma was mentioned however the patient is reportedly active. The patient was re-implanted.